Manufacturer narrative:
Update b5 and e2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. No actions or interventions were taken to resolve the coil migration into the parent vessel post deployment. The procedure was completed by directly withdrawing the microcatheter, and the coil was not replaced with a new medtronic product. The cause of coil stretch and poor visualization was confirmed through imaging, and no issues were identified that resulted in the observed damage. The patient did not receive, and will not require, any medical or surgical intervention as a result of the coil migration. No antiplatelet regimen was administered before or after the procedure. Ancillary devices include a echelon catheter 145-5091-150, lot number: 0231121180).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after detaching the coil, the microcatheter was withdrawn and the coil was pulled out of the aneurysm. It was found that the proximal segment of the coil was not visible under fluoroscopy, suspected to be a "invisible coil". The proximal segment was left on the parent artery. It was noted that coil stretch occurred. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a ruptured, saccular, left anterior communicating artery aneurysm with a max dia meter of 4 mm and a 3mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There was no friction or difficulty during testing or delivery, continuous flush was administered during the procedure, the damaged/stretched location on the device was the implant coil, and the physician did not reposition the coil during the procedure.